Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided as this product (model g407376) is only marketed outside of the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, blood leaked from the hemostasis valve. There was no air movement into the patient. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.